Event description:
While attempting to suction patient, on/off switch would stick, unable to turn on; once it was on - was very difficult to turn off. On/off switch replaced by biomed engineer. Many units with this same problem, engineer continues to replace switches.